Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing at the current programmed settings. Reprogramming the atrial sense polarity to bipolar allowed for proper atrial sensing and resolved the issue. It was also reported that the lead exhibited atrial oversensing. The physician was notified of all details surrounding the case and oversaw the adjustments made to address the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing and atrial undersensing. If information is provided in the future, a supplemental report will be issued.